Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of the ipg, it was found that the ipg was pressing against patient's sciatic nerve. In turn, surgical intervention was undertaken wherein the ipg was explanted on an unknown date, but nerve had been permanently damaged by then.